Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, the customer did not see insulin exit the infusion set tubing. The customer's blood glucose (bg) level was 169 mg/dl. Tandem technical support (cts) instructed customer to disconnect infusion set tubing and perform another fill tubing to see if insulin was exiting the cartridge patient line. Reportedly, there was no insulin exiting. Customer changed cartridge and was able to resume insulin delivery.